Event description:
The customer reported automatic calibration of ventilator pressure sensor failed. The customer confirmed the reported failure. The field service engineer (fse) found that the gas delivery system (gds) module was damaged. The (fse) replaced the (gds) to resolve the issue. The unit was tested and it was returned to service. The device was not in clinical use. No patient or user harm was reported.